Manufacturer narrative:
The biomedical engineer reports that the screen on the bedside monitor is going blank when monitoring a patient in addition to the device storing old patient data even after being discharged. A loaner was sent to the customer. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reports that the screen on the bedside monitor is going blank when monitoring a patient in addition to the device storing old patient data even after being discharged.

Manufacturer narrative:
Manufacturer narrative: the biomedical engineer reports that the screen on the bedside monitor is going blank when monitoring a patient in addition to the device storing old patient data even after being discharged. A loaner was sent to the customer. The unit was evaluated and the customer's complaint was confirmed. The internal sd card was changed to fix the issue. The device has been repaired and returned to the customer. All other functions were tested prior to shipping and no other issues were found. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.